Event description:
The customer stated they have observed an increase in initial and repeat reactive rates on the prism hiv o plus assay. Twelve normal blood donors generated repeat reactive results on prism but were confirmed to be negative at a reference laboratory by western blot (hiv 1) and an eia method for hiv 2. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.